Event description:
Clinical study. Same case as 6000093-2007-01953. Same pt as 6000089-2007-01191, 6000093-2007-01607. It was reported that on the same day after a coronary drug eluting stenting treatment procedure, the pt expired. The pt presented with symptoms (not described in source) that began the previous day. ECG showed an old left bundle branch block, with new st elevation in the inferior limb leads and broad t waves, "strongly suggestive of inferior transmural myocardial ischemia or infarction." The pt was given thrombolytics and, while under observation, developed third degree heart block. Her st segment elevations persisted and her chest pain was unrelieved. The site reports a non- q wave myocardial infarction based on clinical presentation. Only one set of troponins was collected and was within normal limits. The pt was taken emergently to the cath lab. An external cardiac pacemaker was in place at arrival in the cath lab. The lad was treated with three overlapping stents (from most distal to most proximal: 2x23 mm non-bsc stent, a 2.5x24 mm taxus express2 stent, and a 2.5x20 mm taxus express2 stent, respectively). The procedure was without complications and the pt was transferred to the ICU pain free and fully conscious in pacemaker dependent rhythm with normal blood pressure. The pt's early post procedure course was uneventful. She remained pain free and hemodynamically stable with pacemaker dependency, but no ventricular arrhythmias. On the evening, the pt suddenly lost consciousness and developed ventricular fibrillation. CPR was begun and pulseless electrical activity was documented. Bedside echocardiogram revealed a large, fluid-filled space encircling the heart and an 'adynamic' left ventricle, 'strongly suggestive of acute ventricular rupture' and the pt expired. The event leading to death on the ecrf is given as 'ventricular rupture.' There was no autopsy performed. In the opinion of the investigator, the target vessel was involved in this event. In september 2007, the clinical event committee assessed the device causality of this cardiac death as "unrelated."

Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.